Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified (alarm 20).

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.

Event description:
It was reported that multiple minimum fill notifications occurred after the user filled the cartridge with 300 units of insulin during the load sequence with multiple cartridges. Reportedly, the customer reverted to manual injections for insulin therapy. There was no reported adverse impact to the customer's blood glucose level.